Manufacturer narrative:
Reported event "a piece broke off from the distal end of the trocar" was confirmed. Examination of returned used device ias12-120lpi found that the tip of the trocar was broken and missing a piece. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the ias12-120lpi, 12 mm access port & palm grip obturator was being used on approximately (B)(6) 2024 during an unknown procedure when it was reported ¿we had this trocar that was defective in a case. A piece broke off from the distal end of the trocar. They were able to retrieve the piece". There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the ias12-120lpi, 12 mm access port & palm grip obturator was being used on approximately (B)(6) 2024 during an unknown procedure when it was reported ¿we had this trocar that was defective in a case. A piece broke off from the distal end of the trocar. They were able to retrieve the piece.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.